Manufacturer narrative:
G4:22mar2021. B4:24mar2021. The customer clarified the device was not in clinical use at the time of the issue. The customer replaced the user interface and the issue was resolved. The issue was discovered during periodic maintenance and there was no patient involvement. Based on this information there is no risk of death or serious injury and the complaint is not a reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer reported the display is dim. The device was in clinical use at the time of the issue however no patient harm was reported. The remote service engineer provided the part number for the user interface assembly.